Manufacturer narrative:
The device was not received for evaluation, however photographs of the sample were provided for investigation. The visual inspection of the provided pictures shows that the dialysate port is cracked. This crack is the cause of the reported leak. The reported condition was verified. The most probable cause identified is due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leakage was noted. It was further reported the leak was due to the damaged filter port. There was no involvement. No additional information is available.